Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and insulin injections were administered. Customer went to the urgent care and was treated with an insulin drip to lower bg. Ketone level was high and were considered dangerous by a healthcare provider. Customer was not admitted to the emergency room or hospital. Customer alleged pump was the cause of the event. System check with tandem technical support found no device issues. Pump data was reviewed and no device issues were identified on day of event. Customer reverted to using manual injections for insulin therapy.